Manufacturer narrative:
(B)(4). D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 822440 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was deploying the anchor the needle fractured from the device. There was no report of foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified that the needles appear to be broken and bent. The video shows a device being cycled. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.